Event description:
It was reported that the lead exhibited unacceptable thresholds. Atrial capture threshold had gone from 1 v at the time of implant and 1.25-1.5 v post defibrillation threshold (dft) testing to 4 v. The atrial signal amplitude was measured to be 1 mv. The physician suspected possible micro-dislodgement. The patient would be monitored.

Manufacturer narrative:
Na